Event description:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information alleging overheating and smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed overheating and smoke at the power supply connection. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
In this correction follow up report section g3 (date received by mfg) has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported information alleging to a thermal product malfunction. The manufacturer received information alleging device overheated, won't turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation of the device, customer complaint was confirmed. The third-party service center visually inspected the device and found power supply connector was burned. At this time of review the device was returned to manufacturer product investigation laboratory for further investigation. During the device evaluation the service technician observed that the power connector was observed to have rust/corrosion to it, likely due to liquid ingress to it. The base screws that connect the top and bottom enclosures were missing. An unknown contaminant was observed on the bottom enclosure. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Dark red rust-like particles were observed on the rear panel, bottom enclosure, and power connector insert, likely due to the rust/corrosion to the power connector. The bottom enclosure was observed to have a spot of a possible burn mark due to the p4 power connector possibly overheating due to liquid ingress and burning the enclosure. Pil was able to confirm the complaint of the device not powering on due to the power connector having rust/corrosion to it. Box h has been updated.

Manufacturer narrative:
The manufacturer previously reported information alleging to a thermal product malfunction. The manufacturer received information alleging overheating and smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed overheating and smoke at the power supply connection. Should additional relevant information become available, a follow-up report will be submitted in this report updated as the manufacturer received information alleging an issue related to a dreamstation auto CPAP. The patient has alleged device overheated, won't turn on. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation of the device, customer complaint was confirmed. The third-party service center visually inspected the device and found power supply connector was burned. In this report section describe event or problem, product brand name, conclusion code grid, remedial action init, recall (z) number has been updated and corrected.